Event description:
Pt had a trial implant system implanted early in 2007. He was to receive his permanent ipg two weeks later; however, it was reported he arrived complaining of swelling and soreness mid-back at the surgical site. He did not have a fever. The physician examined the pocket site and decided to proceed with the procedure. The physician implanted the eon ipg and treated the pt with antibiotics. The pt developed an infection and the entire system was explanted the following month. The physician stated he does not suspect the implanted devices as having a role in the infection.

Manufacturer narrative:
Evaluation method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications.